Manufacturer narrative:
The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and on-demand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The surveyor s4 mobile monitor is indicated for use to acquire, analyze and output multi-lead ECG and spo2 signals. The welch allyn surveyor s4 mobile monitor facilitates the monitoring of ECG and spo2 parameters when used in conjunction with alarm annunciating devices such as the surveyor central station for telemetric monitoring. The surveyor s4 processes heart rate, arrhythmias such as, but not limited to, ventricular tachycardia, ventricular fibrillation, heart rate, and st segment deviation by utilizing welch allyn veritastm ECG algorithm. The surveyor s4 mobile monitor is indicated for use as a mobile radio transceiver, allowing the patient to be ambulatory within the range of a wi- fi information infrastructure. The surveyor s4 mobile monitor is indicated for use in adults, adolescents and children. The surveyor s4 mobile monitor is a prescription device intended to be used by knowledgeable healthcare professionals within a healthcare or clinical setting. It is not intended as a sole means of diagnosis. After a black out the customer's surveyor central station was not displaying all telemetry devices. The hrc technician was able to remote in to their other central station and guide the onsite technician through rebooting the surveyor central and have a functioning system again within the hour. The hrc technician confirmed that the cause of the issue was not the surveyor central but instead there was a problem in the network of the customer and for this reason the central scac was not able to communicate with the server. When the customer fixed his network issue and the hrc technician guided the customer through a reboot the surveyor central to realign it again with the server, the system worked as intended. As per the service technician¿s investigation it was confirmed that the device was functioning as intended and it was confirmed that there was an issue with the account¿s network. Poor wlan network coverage leads to inconsistent ping resulting in diagnostics screen this issue is related to an external internet network provider. Unauthorized wireless devices, such as personal access points and wi-fi hotspots including those available on personal smartphones, may also interfere with the operation of the system. The wi-fi diagnostics screen is for assessing the network interface, including confirming network settings, determining signal strength and using a ping tool to test the connection to the central station. A blue led will flash once every 5 seconds when the s4 is connected to the surveyor central station and transmitting data. If there are issues with connecting to the wi-fi access point, this led will flash twice a second which gives a clear visual indication for the caregiver during connectivity issue. Additionally, as per user manual, the surveyor s4 meets the wifi telemetry standard wi-fi, (B)(4) standard. The wi-fi network supporting the surveyor s4 and for use with the surveyor central must be installed and tested in accordance to hillrom¿s guidance and network requirements. The system worked as intended once the user had restored his own network and restarted the surveyor central. No malfunction. There was no serious incident reported and should this incident recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. Therefore, hillrom does not consider this complaint reportable. Based on the information above no further action is required at this time.

Event description:
The customer reported that after a black out their surveyor central station was not displaying all telemetry devices. The hrc technician was able to remote in to their other central station and guide the onsite technician through rebooting the surveyor central. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
The customer reported that after a black out their surveyor central station was not displaying all telemetry devices. The hrc technician was able to remote in to their other central station and guide the onsite technician through rebooting the surveyor central. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Investigation of the device log files by a hillrom technician to determine the root cause of the issue is still pending. The customer has confirmed that there was no patient injury, however as there were patients connected to the s4 devices at the time the central monitoring station was not detecting all devices, this has been determined to be a reportable malfunction by hillrom, until further investigation results are made available. Hillrom will provide a final report with the findings of our investigation into this incident as soon as these will be available.